Manufacturer narrative:
The stent remains implanted in the pt. The lot number was provided. Review of the device history record is forthcoming. A f/u will be submitted with any relevant info.

Event description:
Device malfunction: stent appears to be shredded/frayed. Time of malfunction: during procedure. Symptoms/ae: none. User facility medwatch report rec'd states, "event desc: the stent deployed during internal carotid stenting. The stent was noted to have shredded/frayed areas. The wide areas were starting to fray. The stent remains in the pt and has not caused any harm." Attempts to contact the report source for further info have been unsuccessful.